Event description:
Patient called to report an adverse event involving a device used during a dental procedure called ice cooling spray. Patient stated the device was applied on (B)(6) 2024 at the dental office for tooth testing and she experienced a terrible reaction including vomiting for 3 hours and dehydration. Patient stated she believes the device was misused as the provider didn't follow instructions and rinse after use.